Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a pinhole at the tip of the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material at the objective and light guide lenses. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a foreign material at the objective and light guide lenses. In addition to the reportable malfunction, the following were noted: due to a pinhole on the bending section cover, water tightness was lost; due to a scratch on the objective lens and dirt on the objective lens, the image had dark area partially; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value and the play of the upward/downward angulation control knob was out of the standard value; the light guide bundle had breakage; the paint on the suction cylinder was peeled; the universal cord had a wrinkle. Additionally, the following components had a scratch: the protector of universal cord on the control section side and the suction connector side, the right/left knob, the scope connector cover unit, the suction connector, the scope cover, switch 1, the switch box, the upward/downward angulation control knob, the universal cord, the plastic distal end cover, the control unit, the forceps elevator knob, the forceps elevator lever, the flexibility adjustment ring, and the grip. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning. The insertion section was wiped/brushed during reprocessing. There were no abnormalities reported in the accessories used for reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that insufficient reprocessing resulted in the foreign material remaining; however, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) 'chapter 3 preparation and inspection' and the reprocessing manual 'chapter 5 reprocessing of the endoscope.' Olympus will continue to monitor the field performance of this device.